Event description:
Reported 3 false positive sars results for one patient. This report indicates one of the false positive results. The customer's symptomatic/asymptomatic status is unknown. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer declined additional troubleshooting as they suspect a patient/sample-specific interference.

Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; phone.